Manufacturer narrative:
(B)(4). Date sent: 1/4/2023. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was received: was the device jaw/anvil damaged? No further information will be available. Was there any other problem with the device? No further information will be available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device was removed through the 12mm trocar after it cut the gastric body. Then when the device was about to re-insert through the trocar again, the anvil was curved and could not be inserted through the 12mm trocar. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.